Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that there were multiple system messages displayed.

Manufacturer narrative:
A service record (sr) was opened to address the reported event. A company representative reported that the associated footswitch was removed from rotation and replaced. There have been no further service calls related to the reported event. The customer reported events cannot be confirmed. To address the reported event, the associated footswitch was replaced. A footswitch manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the footswitch of the ophthalmic operating console was not functioning during a cataract surgery, and the surgery could not be completed. A system message was displayed. The patient was transferred to another hospital for completion of the surgery and then hospitalized for monitoring.